Event description:
The customer reported a patient was on cardizem (1 mg/ml) at a rate of 5 ml/hr and to titrate to keep heart rate less than 100 and blood pressure greater than 100. A new cardizem bag of 100 mls and new tubing were hung on (B)(6) 2013 at 0723 at a rate of 5 ml/hr. The bag was found empty at 0959. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with evaluation results should the devices be received for evaluation.